Event description:
Reportedly, the cartridge was fired on the bowel, then it would not release off tissue. Tissue had to be resected on both sides in order to remove the cartridge off tissue. Staple reinforcements were not used.